Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, was informed that pump performed internal safety reset and was working as intended, and received education that insulin on board, maximum hourly dose, continuous glucose monitor sessions, and cartridges needed to be restarted or reloaded after reset; customer acknowledged instructions and successfully resumed insulin.